Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hwbbt". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver functional test was performed and passed all relevant tests. The power test was performed and it passed. The overnight charging and discharge test was performed and it passed. The receiver data log was downloaded for review and no issues related to the customer's complaint were observed within the investigation window. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was not confirmed during log review. A probable cause could not be determined.